Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image displayed and the front panel not working could not be confirmed. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the engineer's allegation was confirmed. The device evaluation found no additional issues with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the video system center had an error where the date/time disappeared, the system panel didn't work, and the image signal was unstable so the image flickered. The issue was found during preparation for an unknown procedure. There were no reports of patient harm.